Manufacturer narrative:
The insulin pump was received with button error alarm and had unresponsive act button due to moisture damage on the keypad traces. The device had minor scratches on the lcd window, cracked lcd window, cracked case at the display window corner, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer stated that they tried to suspend the device but the buttons are unresponsive. Customer's blood glucose reading was 125 mg/dl. Troubleshooting for keypad anomaly was performed. Customer advised there was a crack on the casing of the insulin pump and they are not sure how it occurred. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.